Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02286. Related manufacturer reference number: 2938836-2019-02285. It was reported that on (B)(6) 2019 ventricular noise reversions on a remote transmission were observed. An ams also showed oversensing on atrial channel; however, no ventricular oversensing during the ams. An oldest noise reversion was observed in (B)(6) 2018. Programming changes were made. On (B)(6) 2019, the patients rv lead was found to have reproducible noise with patient movement in clinic. The impedance trend had been slowly declining. The patient was pacer dependent. On (B)(6) 2019 the lead was capped and a new rv lead was implanted. The patient condition is stable. Overnight patient had 3 noise reversions. Patient inhibited pacing for a few seconds each episode and the hospital had strips of asystole. Noise was observed on both atrial and ventricular leads and never at the same time and not related to any outside interference. Noise was suspected on the device header. The decision was made to explant the device.